Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient experienced a needle retraction issue. The patient was not sure if the sensor wire was removed or stayed stuck in his body as he felt a small hardening at the site. He went to the hospital and had an ultrasound to see if the sensor wire was still in the body; the result was negative, and no sensor wire was found. No product was provided for evaluation. The allegation was not confirmed as the results of the ultrasound was negative. The probable cause could not be determined. No additional patient or event information is available.